Event description:
A biomed from 1 of the user facilities contacted carefusion technical support to request a replacement user interface module. According to the customer the touchscreen display on this particular user interface module is dark when turned on. They mentioned that the audible alarm is present. This event occurred during pre-use. No patient involvement.

Manufacturer narrative:
The alleged faulty user interface module was routed to the failure analysis lab for evaluation. The device was first dissembled and thermistor resistance output was measured at room temperature, thermistor resistance was measuring out of specification. The device was then powered up but the screen did not turn on, however once cycled it turned on with no problem. It was determined that the thermistor has high resistance at room temperature, which slows down the current needed to power on the user interface module (uim). As a result the device would not turn on at cold start, but once heated it powered on. The age of the device was also determined to be a factor being that the device is at least 12 years old, it is assumed that it has fatigued and is no longer operating per specification. Findings/root-cause defective thermistor on the control pcba. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the user facility a replacement user interface module. They also issued a returned goods authorization (rga) number to the user facility for the return of the alleged faulty user interface module for evaluation. The alleged faulty user interface module was revised by carefusion service dept on 02/23/2015, and is awaiting evaluation. Once evaluated, a follow-up medwatch report will be submitted.